Event description:
The facility's risk management department reported an infusion pump that changed flow rates from 125ml/hr to 500ml/hr. Channel a was infusing d5lr with pitocin at 125cc/hr. The pt's spouse notified the nurse that they witnessed the pump change to a flow rate of 500ml/hr. The amount of pitocin that overinfused was unk to risk management. No pt injury or need for medical intervention was reported. The risk manager reported that no adverse outcome resulted from the incident.